Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. This seized motor. The motor assembly was replaced. See scanned page.

Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no pt injury.